Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the clip changing position post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted on a2p2 without issue. A third clip delivery system (cds) was advanced however visualization was difficult due to the previously implanted clips. Upon deployment of the third clip, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). A slight change in the angle of the second clip was noted and it was noted the third clip had inadvertently grasped part of the second clips arms, giving a false impression of leaflet insertion. The third clip was stable on the posterior leaflet and stabilized by the second clip. The procedure was completed with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (slight change in the angle of the clip) was a cascading effect of the reported device damage by another device and the device damage by another device was due to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.na.